Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer loaded a new cartridge successfully.